Event description:
It was reported that the right ventricular (rv) lead had a possible fracture exhibited by high impedance, oversensing, and undersensing. The lead was programmed off. Subsequently, the lead was explanted and replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).